Event description:
It was observed that during the device evaluation, the autoclavable camera head had cable and imaging water ingress. Additionally, the connector was cracked and electrical connector was indented. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions "cable water ingress" and "imaging water ingress" was traced to component failure due to probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.